Manufacturer narrative:
(B) (4) (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: failure to deploy-locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the plunger would not remain depressed to deploy the locator wings. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.